Event description:
Event: intervention for occluded limb. Event narrative: pt was implanted in 2001. A wall stent was placed in the right limb approx 3 cm to the flow channel to enhance flow. Completion of angiogram was good, although a type 2 ilio-lumbar endoleak was observed. The pt was to be monitored. In 10/2001, the pt complained of claudication. An angiogram revealed a completely occluded left limb. On the day of the event, the physician intervened by removing the thrombus and by placing a stent in the limb.